Event description:
It was reported that the ilet user experienced high blood glucose and that insulin delivery was not occurring because the infusion set or connector was not attached and secured properly. A supply change was completed and insulin delivery resumed. Symptoms included hyperglycemia reaching 400 mg/dl with no glucometer available. Outcomes included a missed insulin dose. Investigation included communication with the user and the user¿s caregiver and analysis of information they provided. Investigation of this case revealed no device malfunction and identified a usage problem related to an incorrectly attached infusion set/ connector/. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.